Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. An issue with the photon collapsed cone dose calculation has been found by manufacturer. For machines with fixed jaws (elekta bm and vero) or machines with the mlc closer to the source than both x- and y-jaws (elekta synergy with mlci/mlci2), the dose calculation accuracy may in some situations be less than expected. The error is that leaf pairs that are closed inside the field with a non-zero minimum tip gap are considered open when computing the field measure (equivalent square) for output factor correction (ofc). The error can manifest in bc for elekta synergy mlci/mlci2 when using "mlc only" dose curves, potentially leading to a beam model with incorrect ofc (scenario a). The error may also manifest in raystation main dose calculation for elekta synergy mlci/mlci2, elekta bm and vero, where the bug would lead to using ofc for an incorrect field size (scenario b).

Manufacturer narrative:
A software implementation error has been identified. For machines with fixed jaws (elekta bm and vero) or machines with the mlc closer to the source than both x- and y-jaws (elekta synergy with mlci/mlci2), the dose calculation accuracy may in some situations be less than expected. The error is that leaf pairs that are closed inside the field with a non-zero minimum tip gap are considered open when computing the field measure (equivalent square) for output factor correction (ofc). The error can manifest in bc for elekta synergy mlci/mlci2 when using "mlc only" dose curves, potentially leading to a beam model with incorrect ofc (scenario a). The error may also manifest in raystation main dose calculation for elekta synergy mlci/mlci2, elekta bm and vero, where the bug would lead to using ofc for an incorrect field size (scenario b). When attempting to create a worst-case scenario with a typical beam model, the computed doses are up to ~2% higher than for a correctly calculated field measure. This is not expected to have any health effects. However, larger deviations cannot be ruled out completely. Local marginal or moderate over- or underdosage could potentially occur. The effect on the patient would depend on the particular plan setup and patient anatomy.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00028 28672 rs field measure error for elekta machines. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. An issue with the photon collapsed cone dose calculation has been found by manufacturer. An issue was found with the photon collapsed cone dose calculation in raystation 6 (rayplan 2) and raystation 7 (rayplan 7). For machines with fixed jaws (e.g., elekta bm and vero) and machines with the mlc closer to the source than both x- and y-jaws (e.g., elekta synergy with mlci/mlci2), the dose calculation accuracy may in some situations be less than expected.